Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and low blood pressure. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. It was unknown if the patient was treated with any antibiotics. Fifteen days prior to receipt of this report, pd therapy was discontinued. On an unreported date subsequent to hospitalization, the patient's pd catheter was removed. On an unreported date, the patient switched to hemodialysis. The patient was discharged approximately nine or ten days after admission. The same day as receipt of this report the patient passed away. The cause of death was reported as due to the stomach infection and two other indications. It was unknown if the patient was recovered from this peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.